Manufacturer narrative:
The battery charger board 1 was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. Battery charger passed functional output bench testing. Visual inspection noted leaking capacitors. Installed charger board on imaging system and the system charged and functioned as expected. 2d and 3d imaging were successful. Leaking capacitors noted but otherwise no functional problem found. No fault found.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that voltages were over specifications on one charger board. The charger board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the voltages coming from the battery charger was out of spec. No additional information was provided. There was no patient present when this issue was identified.